Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had issues with the secondary abx bag flowing after the pump was paused. The following information was provided by the initial reporter: "abx was hung as a secondary bag. Abx is yellow in color. After a few minutes, the rn checked to make sure everything was set up correctly, and it was. Correct connection was verified by the manager. The IV pump was then paused and abx (secondary) was still dripping. The primary bag was put lower to see if that was the issue, but the secondary bag continues to drip, even with pump paused. Patient was not affected."

Event description:
It was reported that the unspecified bd¿ infusion set had issues with the secondary abx bag flowing after the pump was paused. The following information was provided by the initial reporter: "abx was hung as a secondary bag. Abx is yellow in color. After a few minutes, the rn checked to make sure everything was set up correctly, and it was. Correct connection was verified by the manager. The IV pump was then paused and abx (secondary) was still dripping. The primary bag was put lower to see if that was the issue, but the secondary bag continues to drip, even with pump paused. Patient was not affected."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the abx in the secondary bag flowed into the primary bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.